Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was selected for use. Normal groin access was obtained and transeptal access was performed without issues. After mapping the left atrium, the patients blood pressured dropped and a pericardial effusion was noted. The procedure was stopped, the patient received blood pressure support and no pericardiocentesis was performed to treat the event. The patient had fully recovered from the event. The device is not expected to return for analysis.